Event description:
A customer reported a malfunction on a pump, specifically mentioning a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arose again.